Manufacturer narrative:
Diopter: +09.00. Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Evaluation results: a lens work order search revealed there were no similar complaints within the work order. Visual inspection of the returned product found piece of the lens optic torn off. Lens was returned dry. There was evidence of dry clear surgical residue on optic surface. Conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter stated the surgeon inserted an aq2010v +09.00 diopter, three piece silicone lens. The lens was torn during insertion into the patient's right eye. The lens was removed with no patient injury. Backup lens, same model and diopter was implanted. Cause of lens tear is unknown. Injector and cartridge lot number was not available.

Manufacturer narrative:
Event problem and evaluation codes: metho: (process evaluation): device history record review, medical review. Results: (evaluation result): upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. Per medical review - reportedly, 3-piece silicone iol was torn off during insertion requiring intraoperative exchange. No reported incision enlargement or any other tissue damage. Another lens of same model was successfully implanted. According to the report dated on 11/17/2015, the cause of the event was unknown and there was no injury to the patient. Conclusion: (unable to confirm complaint): based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).